Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use instruct the use that after clip deployment, continue to apply slight pressure on handle spool as device is removed from endoscope. This process ensures the hook at the distal end of the drive wire is pulled against the deployment catheter, thus preventing it from catching on the endoscope. This process would also help prevent inadvertent contact of the hook end of the drive wire with tissue. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual and functional inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook instinct endoscopic hemoclip. The clip deployed and noted forcep [clip] wire in tissue of colon [deployment hook of the clip penetrated the tissue]. The physician had to pull forcep [clip] wire [deployment hook] out of colon tissue, which required an additional clip due to tear in the skin [tissue].